Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected and reportedly in situ measurements showed affected channels over time. The user was reimplanted.

Event description:
The user's hearing performance with the device was affected and reportedly in situ measurements showed affected channels over time. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet.

Event description:
The user's hearing performance with the device was affected and reportedly in situ measurements showed affected channels over time. The user was re-implanted.